Event description:
The clinical supervisor from the home health care company reported that, "parents woke up to constant alarm - seemed weak - and when they responded "hw fault" was on screen, then machine shut down - all lights went off. Then it tried to start up again (they hadn't touched vent). They state it sounded like the turbine was "winding up" then winding down. Baby was sleeping ok. They then shut off machine and put on back up vent which ran with no problem". No allegation of malfunction causing patient harm. Back at our office (home health care company) unable to run a vent check as machine would come on and shut off on its own and air flow didn't stay consistent. Then after we shut off machine, it did not alarm - then after 30 sec it alarmed and then we pushed reset."